Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a cgm accuracy issue. While the patient was driving, she began to feel exhausted and had blurry vision, so she pulled over. A bystander noticed the patient pulled over and called 911. Once ems arrived, the patient¿s cgm was reading 183 mg/dl, and the bg meter was reading 44 mg/dl. Ems treated the patient with a glucagon injection. The patient recovered while sitting in the ambulance, as she refused to go to the hospital. The patient¿s daughter picked her up and drove her home. At the time she left ems, the patient¿s cgm was reading 180 mg/dl, and the bg meter was reading 300 mg/dl. The patient was ¿feeling okay¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.